Manufacturer narrative:
The olympus service center confirmed the reported event during device evaluation. Upon evaluation of the device the following defects were found, nozzle clogged due to insufficient reprocessing and switch 1 worn and deteriorated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis lucera elite gastrointestinal videoscope, black foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning and switch 1 worn. It was reported that the procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
Correction: device evaluated by manufacturer: no should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material remaining in the equipment was a piece of tissue and a black foreign matter. It is likely that the foreign matter remained because the reprocessing deviated from the instruction manual. The event can be detected/prevented by following the instructions for use which states the following: 1) "flush the air/water channel with water and air to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the air/water channel cleaning adapter (mh-948) after each patient procedure." 2) IFU describes the use of an injection tube (mh-946) in 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.